Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation. In the event the device is received for evaluation or additional information is received a follow-up report will be submitted.

Event description:
The customer stated that this unit is alarming transducer fault. The exhalation flow transducer fails the zero calibration. There was no patient involvement at the time of the incident.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis lab evaluated the suspect faulty main printed circuit board and was able to reproduce the reported issue and isolate it to a faulty transducer. This failure is part of an internal investigation.